Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that difficulty withdrawing the catheter through the sheath occurred. During an ablation procedure to treat atrial fibrillation, a faradrive sheath was selected for use. There were no errors on either the farastar nor on opal throughout the case. The last delivery the physician gave with the farawave nav catheter was on the posterior wall (pw), near the right inferior pulmonary vein (pv). The physician followed a map and ablate workflow with no post map. The right inferior was promptly wired out, undeployed the catheter, and pulled the catheter out of the left atrium (la). The physician scrubbed out, and while equipment was being cleaned, the scrub technician requested that the catheter be examined. It was informed that the catheter was difficult to pull out of the sheath, so the catheter was forcefully removed out of the sheath. A spline was found to be completely broken off from the catheter. It was believed this was due to a sharp turn taken during undeployment of the catheter in the la, which may have resulted in a spline inversion on the way out. The possible inversion was believed to have possibly led to the spline breakage when the catheter was pulled forcefully from the sheath. Procedure was completed with the original devices. No patient complications were reported. The catheter and sheath are not expected to return for analysis as they were disposed.